Event description:
It was reported that when the patient passed through a retail store theft detector, he experienced an "automatic erection". There was concern that the symptoms were device related. There was no treatment at this time. Further troubleshooting was being considered. The patient's pump contained morphine. Additional information has been requested, but was not available as of the date of this report.